Manufacturer narrative:
The lead remains implanted and in service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the device check two days post-implant, this left ventricular (lv) lead exhibited loss of capture. X-rays showed the lead had migrated from the original position. A lead revision was performed, but this lead was not able to be repositioned with the use of a guide wire. The lead was removed and a new lead was attempted to be implanted. However, that lead resulted in poor parameters and was not stable. The physician then re-implanted the original lv lead and was able to achieve better lead measurements and a more stable position. No additional adverse patient effects were reported. This lv lead remains implanted and in service following the revision procedure.